Event description:
The patient received less medication than intended. The pump was programmed to deliver an unspecified concentration of fentanyl in the continuous mode with a rate of 20ml/hr, and a 250ml container size. The remaining programming parameters were unspecified. After an unspecified length of time, the nurse noted that the pump display indicated that the container was empty, however, there was 110ml remaining in the container. The patient required additional medication for pain control; however, the device remained in clinical service on the same patient. The next infusion completed as programmed and the display matched the amount infused. There were no reported adverse patient sequelae. The pump was removed from clinical service and returned to the biomedical engineering department with a note that stated the pump had underdelivered. During testing by the user facility, the pump was "right on for delivery accuracy." Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation were unable to confirm the reported event of underdelivery. The device passed delivery accuracy. The history was downloaded and printed at the manufacturing site. A review of the history shows the programming as described by the customer and the pump delivered as programmed.